Manufacturer narrative:
Additional information received from sales rep on 17-july-2023, that the same reported event details, facility, device and lot #, and event date captured in this event was already captured under MFR report number: 3008881809-2023-00309. Therefore this complaint no longer meets reporting criteria and will be closed as a duplicate/cancellation record. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure the subject catheter tip was broken off. An attempt with an unknown device was made to remove the broken tip, but was unsuccessful. No other information was given. Additional information received from sales rep on 17-july-2023, that the same reported event details, facility, device and lot #, and event date captured in this event was already captured under MFR report number: 3008881809-2023-00309. Therefore this complaint no longer meets reporting criteria and a supplemental will be filed as a duplicate/cancellation record.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the procedure the subject catheter tip was broken off. An attempt with an unknown device was made to remove the broken tip, but was unsuccessful. No other information was given.